Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases and the battery drawer were broken and contaminated, the battery release and battery drawer o-ring were contaminated, the bail covers were broken, the ring and ring cover were missing, the battery contacts were compressed, the keyboard was scratched, the serial number label was torn and the liquid crystal display was out of specification (it was missing pixels). The device was to be scrapped in-house. (B)(4).